Event description:
On june 14, 2006, the facility contacted baxter technical service to report an arena hemodialysis instrument with high bacteria counts. There was no patient injury or medical intervention reported in association with this incident. On june 19, 2006, a baxter field service engineer (fse) went to the facility to disinfect the incoming water line. No further information is available at this time. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
CAPA has been opened to further investigate high bacteria issues. This CAPA is currently in process.